Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, motor error, external memory error, unexpected restart alarm, battery out limit, failed battery test, watchdog timeout, and no delivery. The customer's blood glucose at the time for each incident were not provided. Troubleshooting for all the issues were performed. The display returned the insulin pump passed self-test, the customer was able to complete rewind and the insulin pump passed the displacement test. The insulin pump also passed self-test during external memory error. Troubleshooting for unexpected restart found that the insulin pump was not stored or not in used for an extended period of time and that the alarm did not occur shortly after inserting a new battery. The alarm was also recurring during normal use. The battery out limit was advised to be normal behavior since the batteries were out of the insulin pump greater than allowed. Failed battery test alarm did not recur during the end of troubleshooting. Watchdog time out troubleshooting resulted in the insulin pump passing self-test and the no delivery alarm was a past event resolved by changing the infusion set and reservoir. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm, excessive no delivery alarms, unexpected restart alarm and signal too low alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display, failed battery test, unexpected battery out limit alarm and audio/beep anomaly noted. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.